Event description:
A malfunction alarm was reported with the pump, specifically malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. Customer support provided assistance with resetting the pump, and the customer did not experience any recurrence of the malfunction after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs, which the customer understood.